Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is noisy and is displaying the need for a catheter check. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Updated sections: b4, d5, e1, e2, e3, g4, g7, h2, h10, h11. Corrected sections: b5 - event description changed; h6 - health impact code changed.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was noisy and displaying the need for a catheter check. No patient was involved.

Manufacturer narrative:
Additional contact information: event site postal code-(B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) unit the device is noisy and catheter check is written. A getinge field service engineer (fse) verified the device's batteries, safety disk and 5000h were first serviced within the scope of warranty. All functional tests of the device have been carried out. The device was turned on and delivered to the user in working condition.

Event description:
N/a.